Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the failure. The fse replaced the o-ring of helium port. All functional and safety checks meet factory specifications. The unit was returned to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) has an o-ring of helium line port of main unit is broken. There was no patient involvement.